Manufacturer narrative:
Method: device not returned, followed up with representative.

Event description:
It was reported a physician performed a kyphoplasty procedure on vertebral fractured at level t11, fracture age two months, and l1, one month old. Both remained painful. The procedure was performed under general anesthesia as local anesthesia failed. Reportedly, a "CT scan three days post procedure revealed an asymptomatic cement leakage at level t11; a new vertebral compression fracture level t12 was seen. The latter was not visualized during the procedure. It was reported that "the pt is doing well, and having no neurological symptoms." No add'l info reported.